Manufacturer narrative:
A supplemental MDR will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2020, dynamic medical technologies inc, (dmt), a distributor of candela devices in taiwan, reported to a (B)(6) employee in the region via email, that there was an issue with a picoway 532 resolve handpiece. When using a 532nm low-energy resolve handpiece, the energy was found to be too high. Further evaluation by their engineer indicated that the handpiece was missing an attenuator inside, and the energy output was six times higher than normal as reported by dmt. Follow-up indicated that this device was in use at their customer site and the doctor saw an unexpected patient result. No further patient impact information is available; additional information was solicited and due diligence effort exhausted. The case will be re-assessed upon receipt of new and/or relevant information. Review and investigation of the available data indicate that this malfunction may cause or contribute to a serious injury requiring medical intervention; therefore, this event is being reported.